Manufacturer narrative:
.

Event description:
The physician reported that during a pump roller test, an anomaly rate was detected. Add'l info received shows a catheter kink was suspected from x-ray results; a revision was anticipated to confirm the catheter status. The drug used in the pump was baclofen. The pump status was reported as still in use. Add'l info has been requested. Refer to MFR report #6000030-2007-02719.